Event description:
It was reported that there was gradual rise in right ventricular (rv) lead shock lead impedances. An alert was triggered due to out of range shock impedances measuring 126 ohms. Technical services discussed concerns with elevated impedances and if a shock is delivered, there may not be enough energy to concert the patient. Technical services recommended to consider increasing the out of range value to 150 ohms and to continue to monitor. It was also noted that the rv pacing impedances have been increasing from the 400s ohms last year to 900s currently. The review of the presenting electrocardiogram did not indicate any noise and sensing is appropriate. The lead will be evaluated at the next in clinic follow-up. This rv lead remains in service. No adverse patient effects were reported.